Event description:
It was reported that during routine maintenance, it was observed that the attachment device was running hot. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out and no longer in axial alignment. It was determined that this is what caused the heat. The assignable root cause was determined to be due to worn out bearings due to normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.